Event description:
A nurse reported that one of the three valved trocar cannulas leaked continuously during a procedure. The surgeon was able to continue with surgery and there was no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample is not expected to be returned. A root cause has not been identified. (B)(4).